Manufacturer narrative:
Corrected data: h6 - health effect - clinical code (e): 4581 - device rotation. H6 - type of investigation (b): 4111 - communication/interviews. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. At a later date the lens was repositioned. Lens remains implanted. Cause of the event is unknown. A work order search found no similar complaint types.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events found within same lot. Claim (B)(4).